Event description:
The pump was returned for investigation. Investigation revealed contamination was found on the sensor plate. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history has several large primes recorded. A pump rewind, load and primes steps were completed with no loss of prime. A load step was ran with a cartridge set to 100 units and after load the pump displayed 100 units. Force sensor calibration was out of specifications. The force sensor plate was contaminated. The force sensor plate resistance reading was out of specifications. There was bad force sensor calibration low. Contaminated force sensor and force sensor high.